Event description:
The tech alleged the side rail would not latch. No injury reported.

Manufacturer narrative:
The tech found the lower pivot bolt backed out of the right side rail. The tech replaced the lower pivot bolt latch and latch bushing on the right side rail to resolve the issue.